Event description:
This device was returned for preventative maintenance. During initial inspection a baxter technician found the unit with a battery low alarm. The customer did not allege product malfunction nor defect. The process step is unknown. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a baxter field service technician and the condition was confirmed. This is an ancillary service event. The cause was determined to be a faulty battery. To correct the condition, the main battery was replaced.